Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted: (B)(6) 2013; 6947m55 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during threshold testing of the left ventricular (lv) lead the patient experienced diaphragmatic stimulation; visible abdominal "jumping" was noted. The lv lead output was reduced and the lead remains in use. No patient complications have been reported as a result of this event. The patient is part of the (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.